Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review not available due to the data input connector not recognizing the cable. Visual inspection and functional check were performed. The customer's reported problem was verified. During investigation, fluid ingressions and scratched lcd lens were found on the pump. According to the investigation, the reported problem was caused by defective occlusion sensor. Investigation recommended the pump downstream sensor and lcd lens replace. The investigation confirmed that the problem source of the reported problem was user interface (customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump).

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "constant high pressure alarms". It was also reported that the pump had lens damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.